Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation) e1 (event postal code) b3 (date of event) a gas loss alarm happened once and nurse resumed pumping with the key. There is no blood in the helium tubing and no visible kinks. Nurse says that the iab location is good. Esp personnel discussed the alarm with potential reasons for it and troubleshooting tips.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b3 (date of event).

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.